Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump alarmed with failed battery test. The patient's blood glucose at the time of incident was 147 mg/dl. However, troubleshooting for the alarm could not occur since the customer received a blank display anomaly. The patient received two replacement battery caps but the blank display anomaly persisted. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.